Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the sales rep of the backup alarm issue, and the device was collected for repair. An authorized service provider (asp) evaluated the device on 20jan2026 at a repair center. The asp was not able to reproduce the issue but checked the device's diagnostic report (drpt) and confirmed the previous occurrence of the backup alarm failed diagnostic code. The asp stated that the central processing unit (cpu) printed circuit board assembly (pcba) needed to be replaced to resolve the issue. This investigation is ongoing.

Manufacturer narrative:
On 12feb2026 the authorized service provider (asp) evaluated the device and was again unable to reproduce the backup alarm failed alarm. The asp did reconfirm the issue was logged in the drpt. The asp replaced the central processing unit (cpu) printed circuit board assembly (pcba) as a preventative measure to resolve the alarm issue. Following the part replacement the asp completed a cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.